Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with no tortuosity but with stenosis. The 6x120 mm absolute pro self expanding stent was deployed; however, the stent broke. It could not be confirmed if the stent was separated into two pieces. A 30 mm portion of the stent covers the target lesion and a 90 mm portion remained at the junction of the common femoral artery and sfa. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
H6: medical device problem code 2017/failure to follow steps. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, an .018 guide wire was used. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU), materials required section 8.2.3 states: one 0.035¿ (0.89 mm) diameter guide wire. It is undetermined if the reported deviation caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, it is possible that during deployment interaction with the stenosed anatomy and/or other devices resulted in the reported stent break; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.